Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic module failure alarm. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer started receiving the alarm, transitioned to the transducer, received an unable to update timing alarm, flushed the inner lumen secondary to a damped waveform which resolved the timing alarm and was wondering what to do to resolve the fiber optic module failure alarm. The nature of the alarm was discussed and complaint info was obtained. The customer denied exchanging consoles and preferred to use the one currently in use. Esp personnel encouraged the customer to label the console with the alarm for servicing after the pump was no longer in use.

Event description:
N/a.

Event description:
It was reported during emergency support program (esp) that the cardiosave intra-aortic balloon pump (iabp) unit had fiber-optic module failure alarm. There was patient involvement but no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation).

Event description:
N/a.